Event description:
It was reported that the charging process was too short. The device remains implanted with replacement planned. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
Device was received for analysis. Explant date is currently unknown. The ICD was received and analyzed. The incoming interrogation revealed the bos battery status. Eight charging cycles were documented in the devices memory. The amount of charge taken from the battery was verified. The battery condition as well as the current consumption were found to be normal and as expected. The returned data and the ICD memory content were inspected. The inspection showed that all charging cycles were automatic capacitor reformations of the high voltage capacitors. The first five presented normal charging times. However, the charging times from the last three charges were shortened. Therefore, the device was opened to inspect the inner assembly and to check the functionality of the electronic module. The inspection revealed that one high voltage capacitor was damaged, which was responsible for the shortened charging time. The manufacturing process for this device was reviewed. All production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process, in particular in regard to the observed damage. The final acceptance test proved the ICD functions to be as specified. In conclusion, the clinical observation resulted from a damaged high voltage capacitor. The manufacturing records document a normal device production. It is therefore assumed that the damage occurred after the device shipment, however, the date of occurrence was not determinable.